Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified slight wear on the surfaces of the head and neck. Products covered in bio-debris. No further evaluation can be made from the pictures provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 00784803201/ modular neck g2 12/14 neck taper / lot # 61576382. Item # 00875705801/ shell with cluster holes/lot # 61499725. Item # 00875201336/ liner elevated rim/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01681.

Event description:
It was reported that patient underwent initial left total hip arthroplasty approximately 11 years ago. Subsequently, the patient was revised due to pain and suspected metallosis. The surgeon removed kinectiv head and neck and found very little signs of wear. As a result, the surgeon decided to remove the acetabular cup for possible loosening. Cup seemed well fixed. No further event information available at the time of this report.